Manufacturer narrative:
(B)(6). Related MFR numbers: 3012307300-2019-01687, 3012307300-2019-01688, 3012307300-2019-01690, 3012307300-2019-01691.

Event description:
Information was received that the ring of the inner tube of a smiths medical portex blue line ultra tube kit with inner cannulae keeps breaking during insertion for a child at their home. The issue has occurred with approximately five devices used on this patient. On one occasion, the ring broke right away. However, previously, it was reported they had broken after a few days. No adverse patient effects were reported.